Manufacturer narrative:
The intellanav stablepoint open-irrigated catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, functional testing, leakage testing, flow testing, and media inspection. The device did not have visual defects. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The unit passed leak testing without problems. All six irrigation ports flowed freely when the catheter was connected to a metriq pump. No damages were observed on the device from the attached pictures. The returned intellanav stablepoint open-irrigated catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported clinical observations were not confirmed.

Event description:
It was reported that during a cavotricuspid isthmus (cti) ablation procedure to treat atrial flutter an intellanav stablepoint open-irrigated catheter was selected for use. The catheter was prepared outside the patient successfully before insertion. After inserting the catheter into the right atrium and coming to the desired spot to ablate the error message p02 occlusion detected appeared on the metriq pump. No interruption of irrigation occurred, and the pump had a flow rate of 2ml/min in standby mode and 30ml/min during ablation at 40w of power. The catheter was removed from the patient and could not be irrigated properly. Some holes in the catheter tip were closed. The catheter was replaced with another of the same model and the procedure was completed. No patient complications were completed. The device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cavotricuspid isthmus (cti) ablation procedure to treat atrial flutter an intellanav stablepoint open-irrigated catheter was selected for use. The catheter was prepared outside the patient successfully before insertion. After inserting the catheter into the right atrium and coming to the desired spot to ablate the error message p02 occlusion detected appeared on the metriq pump. No interruption of irrigation occurred, and the pump had a flow rate of 2ml/min in standby mode and 30ml/min during ablation at 40w of power. The catheter was removed from the patient and could not be irrigated properly. Some holes in the catheter tip were closed. The catheter was replaced with another of the same model and the procedure was completed. No patient complications were completed. The device is expected to be returned for analysis.